Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, [product location unknown]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that nine days post-op, the patient fell getting out of the shower and heard a "crack." Patient presented to emergency room with pain and inability to weight bear. Later the patient was revised 12 days post implantation due to periprosthetic femur fracture. The femoral stem and head were revised; cerclage cable system was implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI # (B)(4). Concomitant medical products : cer bioloxd option hd 32mm, catalog #: 650-1056 lot #: 368460, cer option type 1 tpr sleve -6, catalog #: 650-1064 lot #: 458450, unknown cup, catalog #: unknown lot #: unknown, unknown liner, catalog #: unknown lot #: unknown. Reported event was confirmed by review of patient's operative reports and radiographs. Revision operative records noted that the patient was revised due to femur periprosthetic fracture 6 weeks post right tha. Patient had sustained fall in bathroom resulting in severely displaced long spiral oblique fracture of the right femur. Stem was removed and 6 supercables were used to approximate the femur. Cup was found stable and well positioned, -3 mallary head primary stem trialed and implanted. Images taken post operative and found implants in good position and alignment. No complications noted during the procedure. X-ray review shows anatomic alignment of initial right hip arthroplasty. Anatomic alignment of the post-revision right hip arthroplasty with proximal femoral fixation. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was likely due to the patient falling. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.